Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular lead. The lead was thought to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154awg implantable cardioverter defibrillator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2002. (B)(4).